Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "possible leaking".

Event description:
Patient reported "removal of textured devices due to the patient's concerns with the product" and "possible leaking". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, g2, h6, h10.

Event description:
Patient reported right side "possible leaking". Healthcare professional reported no complaint against the device. As it has been determined that there is no complaint against the device, this record is no longer reportable to FDA and will be un-reported. The device remains implanted.